Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation and the probable could not be determined.

Manufacturer narrative:
(B)(4). B5:describe event or problem - additional. H2:additional information/device evaluation - additional. H3:device evaluated by manufacturer - additional. H6:adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the abdomen on (B)(6) 2021. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.